Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted that the trocar balloon was broken. The locking collar was broken. The valve seal, valve doors and obturator appeared intact. The inflation syringe was received. The condition in which the device was received precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken balloon may occur when contact is made with a sharp surgical instrument during clinical application. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. Additionally, the investigation detected an unreported condition of broken lock collar that has no relationship to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection procedure, when the surgeon inflates the device inside patient cavity, the balloon burst. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.